Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported the prior ins was pressing on their back, and when exercising they had to adjust the stimulation (mentioned using "2 or 3"). Patient also stated they were bothered by the ins when sleeping, doing yoga, or other exercises. Patient discussed this with their healthcare provider (hcp), and they suggested they switch to their current ins because it could track feedback from their brain and the rest of their body, and worked much better for their lifestyle. Patient stated their current ins was great for them and they were happy to have it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.